Event description:
It was reported that an ilet user experienced persistent high blood glucose while attempting a supply change, after which the supply change was confirmed successful, and the user was advised to perform a fingerstick and allow the pump to deliver correction doses. Customer care provided support that included a review of device use and guidance on proper blood glucose confirmation and correction dosing. Investigation of this case revealed no device malfunction identified and no component failure observed, with the cause of hyperglycemia remaining unclear. No clinical symptoms associated with hyperglycemia reported. Outcomes included troubleshooting and education provided by support. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.